Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1906, awareness date 20-oct-2015). It refers to a female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011. At the time of report, consumer was (B)(6). She started to experience many side effects a few months after essure was inserted, including severe abdominal pain and swelling, abnormal excessive bleeding during menstrual cycle causing her to become anemic and having to be hospitalized because of becoming severe anemic at one point. Constant pelvic pressure and pain. Lower back pain. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had to be hospitalized due to anemia caused by abnormal excessive bleeding during menstrual (interpreted as menorrhagia). The menorrhagia and anemia are serious due to hospitalization. The menorrhagia is listed while the anemia is unlisted in the reference safety information for essure. In this particular case, the menorrhagia started a few months after essure insertion. Considering this suggestive temporal relationship and the lack of alternative explanation, a causal relationship with essure inserts cannot be excluded. Since there is no alternative explanation for anemia besides the menorrhagia assessed as related to essure, the causal relationship with anemia cannot be excluded. This case is regarded as incident since a hospitalization due to an essure-related event occurred. A product technical complaint analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring cycle.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 11-nov-2015 ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had to be hospitalized due to anemia caused by abnormal excessive bleeding during menstrual (interpreted as menorrhagia). The menorrhagia and anemia are serious due to hospitalization. The menorrhagia is listed while the anemia is unlisted in the reference safety information for essure. In this particular case, the menorrhagia started a few months after essure insertion. Considering this suggestive temporal relationship and the lack of alternative explanation, a causal relationship with essure inserts cannot be excluded. Since there is no alternative explanation for anemia besides the menorrhagia assessed as related to essure, the causal relationship with anemia cannot be excluded. This case is regarded as incident since a hospitalization due to an essure-related event occurred. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring cycle.